Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the patient had a multi-trauma car accident (B)(6) 2013 and had a bilateral distal femoral plating with a condylar plate. On (B)(6) 2013 x-ray confirmed a union. On (B)(6) 2014 the plate broke after another accident with fracture above the previous plate. The patient was treated with a new longer condylar plate. This report is for the unknown plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the plate, part and lot number unknown. Implant date most likely the date of first car accident reported only as (B)(6) 2013. The explant date is most likely the date of the second accident reported only as (B)(6) 2014. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.